Event description:
It was reported that on (B)(6) 2010, two xience v stents were implanted in the mid and distal right coronary arteries. The 3.0 x 15 mm xience was implanted in the distal lesion and the 3.5 x 18 mm xience v was implanted in the mid lesion. On (B)(6) 2011, restenosis was observed in the xience v stent implanted in the rca, which was treated with an additional stent. On (B)(6) 2011, the patient was found lying on the ground and transferred to the hospital where he was confirmed to be dead. The physician assumes that the cause was cardiac death, but this could not be confirmed. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effect of death is listed in the instructions for use (IFU) as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The 3.0 x 15 mm xience v stent referenced is being filed under a separate medwatch report. The restenosis mentioned was filed under MFR# 2024168-2011-06373.